Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2004 and mesh was placed into the patient¿s body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced abdominal pain, occasional spotting, dysuria, dyspareunia, post coital bleeding, mesh erosion, and vaginal discharge. It was reported that patient underwent mesh excision on (B)(6) 2008 by dr. (B)(6) due to mesh erosion. It was reported that patient concurrently underwent total vaginal hysterectomy with bilateral salpingo-oophorectomy, vaginal vault suspension to the uterosacral ligament, posterior colporrhaphy, and cystoscopy.

Event description:
It was reported that following insertion the patient experienced abdominal pain, occasional spotting, dysuria, dyspareunia, post coital bleeding, mesh erosion, and vaginal discharge. It was reported that patient underwent mesh excision on (B)(6) 2008 by dr. (B)(6) due to mesh erosion. It was reported that patient concurrently underwent total vaginal hysterectomy with bilateral salpingo-oophorectomy, vaginal vault suspension to the uterosacral ligament, posterior colporrhaphy, and cystoscopy.